Event description:
The pt was seen at the implant center for device eval in january 2000. Testing at the center confirmed that the device was no longer functioning. Revision surgery has not yet been scheduled.